Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported, the blood parameter module sensor head was damaged. Since this event occurred during routine testing, there was no pt involvement during this event.